Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented at 1 day post treatment with meibomian gland secretions in visual axis under the flap in right eye. Flap was lifted and rinsed without complication. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of vision being hazy and blurry especially in the right eye. Patient reported symptoms are not interfering with daily activities. Patient was seen on (B)(6) 2016 and no secretions were noted by doctor. Bcva from (B)(6) 2016: right eye: pre-op 20/20 -2.75 x -.75 x 99; left eye: pre-op 20/20 -2.00 x -.75 x 67.